Event description:
Pt had port-a-cath inserted in left subclavian vein on 1/17/97, for post operative chemotherapy treatment. On 10/14/97, pt experienced burning chest wall during flushing of pac. Dye was injected into pac on 10/15/97 and fractures were noted at this time. On 10/20/97, pt admitted to hosp for pac removal. Pac was reported as leaking at the catheter site several centimeters to the hub. Pac successfully removed, and pt underwent a pac placement in the right subclavian vein at the same time as this removal, pt was discharged home 10/21/97. No chemotherapy rec'd 10/14 or after via this pac. Note: at time of pac removal, surgeon cut catheter off of portal intentionally. Leaks were further down on catheter tubing.